Event description:
The customer reported on (B)(6) 2014 she activated a new pod and gave 2 manual injections totaling to 8.0 units of insulin. At 7:30 am the pod was then deactivated and she noticed the cannula looks bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.